Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The needles did not present on deployment. Needle back down was not successful. A vascular surgeon was called to perform a cutdown and device extraction. Surgery was successful and the pt did fine.